Manufacturer narrative:
Date sent 7/6/2007. The analysis site confirmed the customer complaint and found the green and blue cables were worn and causing errors per customer complaint. The analysis site replaced the cables to correct the issue. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that there was consistent error codes for green and blue cable during a breast biopsy. There has been no patient consequences reported. There have been no interruptions in the procedure